Manufacturer narrative:
This report is submitted on november 29, 2022

Event description:
Per the clinic, the patient experienced a sub-dermal haematoma at the implant site which required aspiration. No infection is present. The implant remains in-situ.